Event description:
I was implanted with essure in (B)(6) of 2011. I had constant heavy monthly cycles, bloating, hives due to what I believe was a reaction to the nickel, constant abdominal pain, ovarian cyst, several bad urinary tract infections that also affected my kidneys, weight gain that could not be explained and could not be lost no matter how hard I tried. I also suffered from severe depression due to all issues while having this product in my body. I finally had this device removed (B)(6) 2014.